Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information, but customer was unable to complete pump reset at this time.